Manufacturer narrative:
The device was evaluated with error logs at customer site by philips asp. Based on the results of the analysis, it was determined that the product has malfunctioned and the cause of the reported problem was defective ac power module. The issue was resolved by replacement of defective ac power module and the product is back in service.

Event description:
It was reported to philips that the device gives an intermittent power module malfunction alarm. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.